Event description:
During a routine activation appointment while crimping the stops on a maxillary 19x25tma arch wire the beak of an ormco weinghart plier broke intra-orally. This resulted in a slip & fracture of the mesial incisal corner of the patient's #21 as well as a small laceration of the attached gingival apical to the #21 & a small cut in the maxillary lip near the vermillion border.